Manufacturer narrative:
Upon completion of the investigation, it was noted that this complaint could not be confirmed. As returned, and after eto decontamination, the valve was visually inspected under appropriate magnification. A piece of a bactiseal catheter (approximately 1" long) was still attached to distal end connector and a small cut was found on the reservoir dome. The cut on the dome caused a slight leakage during the flow test. The valve was then submitted to a flow test and it passed the test. The difficulty reported by the customer that the "device was not draining" could not be confirmed. A lot history records review was conducted and verified that this valve was conforming to the required specifications when released to stock. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
Rep reported that the patient's icp was high and it was suspected that the device was not draining. As a result, the device was revised. The patient is in good status.